Event description:
The customer reported a complete loss of the live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and placed a power supply cable. The system operates as intended.